Event description:
It was reported by service report that the stretcher is stuck in steer and wil not actuate to brake mode. There was patient involvement, however no adverse consequences reported.

Manufacturer narrative:
Cam bearing.